Event description:
Instrument broke during surgery. No adverse affects on the patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Update received on 27-may-2022 did not have any additional details to be added in investigation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible because the required lot code was not provided. The device code break is being reported again to capture the updated coding from broken intraoperatively to broken intraoperatively: fragment removed from wound.

Event description:
Additional information received indicated that the instrument broke into two pieces and both pieces were retrieved from patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot - a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.